Event description:
It was reported that a patient underwent a da vinci-assisted sigmoid colectomy procedure and the staple line leaked where a sureform 45 blue reload was fired with a sureform 45 stapler instrument. The following information is unknown: when the complication was identified, the cause of the staple line defect, and what medical/surgical intervention (if any) was rendered due to the staple line leak. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 blue reload or sureform 45 stapler instrument for failure analysis evaluation. A review of the logs show a sureform 45 stapler instrument was installed on the system 5 times and fired 5 sureform 45 reloads (2 blue, 1 white, 2 blue, in that order). On all installs, all clamps were successful, excluding aborted clamp attempts, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-46552 for MDR submission of the event reported against a sureform 45 white reload.